Event description:
It was reported that during a revision procedure following a prior left shoulder arthroplasty performed on an unknown date, the patient was being considered for revision surgery with the use of a custom implant due to an unknown reason. The case was evaluated for potential use of a custom implant, and planning activities were initiated; however, prior to surgery, the surgeon determined that a different manufacturer¿s baseplate would be used for the revision. The planning process for the custom implant was subsequently cancelled. It was confirmed that the patient¿s primary shoulder components were from a different manufacturer and that the proposed revision did not involve any components from the manufacturer under review.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Correction: upon reassessment of the reported event, it was determined to be not reportable as it involves competitor products. The previous reports were forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Additionally, h6 - component code was updated to include bearing. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A review of complaint history cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery using a custom vrs implant due to an unknow reason on an unknown date. Attempt has been made to obtain additional information. No new information has been received to date.